Event description:
It was reported that the customer's pump screen was dark and unresponsive. There was no adverse impact to the customer¿s blood glucose level. The customer, following instructions from technical support, attempted multiple troubleshooting steps without success. Consequently, a pump replacement was arranged by technical support. The customer opted for a loaner pump while the process to obtain a new pump is ongoing, and they are using a multiple daily injection method as a backup to ensure insulin delivery is not interrupted.